Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome back/legs and spinal pain. It was reported that the patient had pain at the pocket site. They described it as hot to the touch with redness. No patient complications were reported as a result of this event.